Manufacturer narrative:
Conclusion: the device investigation points to several damages most likely attributable to the explantation surgery. A definitive root cause for the reported device failure could not been found due to the received status of the device. According to the information received the recipient requested an explantation because he was not using the device for several years due to dizziness when using the audio processor. This is a final report.

Event description:
The recipient was not able to hear with the device and asked to explant it as there was no benefit for him. The device was explanted and no new device was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cannot hear with the device and asked to explant it. Device has been explanted and will be sent for investigation.